Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock while the patient was making tea. Review showed non-physiological artefacts, and a sense node b issue was suspected. Thorough evaluation to see if artefacts can be reproduced in primary vector was recommended. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this electrode delivered an inappropriate shock while the patient was making tea. Review showed non-physiological artefacts, and a sense node b issue was suspected. Thorough evaluation to see if artefacts can be reproduced in primary vector was recommended. No adverse patient effects were reported. This product remains in service.